Event description:
User experienced a leak from the quick disconnect on the main water tank. The liquid was not in a walkway but was puddled in front of the unloader and then ran under the analyzer. There were no injuries as a result of the leak. Patient results were not affected.

Manufacturer narrative:
The field service representative determined the cause to be a deteriorated o-ring and replaced it. He observed the analyzer operating for several hours with no leaking.